Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: (B)(4).

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The set was reported to generate a n185 alarm across two infusion pumps with the same issue. This occurred during an infusion of normal saline. There were no obvious defects such as cracks, breaks, holes, cuts or tears noted on the tubing set. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. A cassette test failure using the set was also reported. Although there was patient involvement, there was no harm.

Manufacturer narrative:
Received one used 14687-15 primary plum set for inspection. No damages or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms.